Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-aug-2021 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No, mfg date: 27-mar-2020, yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), high thresholds occurred and the device was recaptured. It was noted that the contrast shade was observed in the pericard. Blood pressure dropped from 150 mmhg to 80mmhg and contrast injection confirmed tamponade and cardiac perforation. Pericardiocentesis, ultrasound and anesthesia were performed. Leadless ipg, unsterile after the emergency, was explanted and replaced with the new leadless ipg. No further patient complications have been reported as a result of this event.